Manufacturer narrative:
Product analysis: the requested phenomenon could not be confirmed during the inspection, but it was confirmed that abnormal sounds occurred during the operation of the handpiece. No abnormalities were found in the exterior, but when the internal inspection was performed, deterioration of parts such as the shaft, release collar, stainless steel ball, o-ring, nose and bearing were confirmed due to dirt and rust. The following devices were also used with the reported product. Product ID: 3334610 (sleeve 3334610 visao irrigation): serial n/a. Product ID: 3334625 (guard 3334625 visao bur w/o irrigation):serial n/a. Product ID: 3334635 (guard 3334635 visao bur w/irrigation): serial n/a. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the bur became wobbly. On follow-up, it was reported that the event occur on (B)(6) 2022, intra-operative. There was no record of patient or staff impact.

Manufacturer narrative:
G3: date the first medtronic employee become aware of the reported event for the initial report: 2022/03/23. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. The event occurred prior to use on patient, not used to the patient while the device was wobbling. The event occurred during a tympanoplasty procedure. It was confirmed that the event was due to the bur when checking operation during surgery and the device was replaced by a back-up. There was no delay in the procedure.